Manufacturer narrative:
(B)(4). A batch review cannot be performed since there was no lot number provided. Visual inspection identified that the clear cap of the filter housing was separated. The root cause could not be identified.

Event description:
It was reported that the "top clear component" of a 1.2 micron extension set had fallen off the filter, while priming the set. The set was being primed with total parental nutrition solution. There was no patient involvement; therefore, there was no patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.